Manufacturer narrative:
This ipg serial number was included in field advisories. Results: as received, the ipg did not communicate with a lab patient programmer. "Ipg communication error 2501" was observed on lab patient programmer. The returned ipg was visually inspected and minor instrumentation marks were observed. Both septa header ports were discolored. Also, the septum were missing in both header ports. Setscrews were properly oriented. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged his scs ipg for several years due to having no access to his charger. An sjm representative confirmed the ipg is inoperable. The ipg was explanted and replaced. The patient reports receiving effective stimulation therapy.